Event description:
It was reported the lead was capped due to insulation anomaly. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.